Manufacturer narrative:
Product complaint #(B)(4). Section b5: modified information was received on 01 and 07-feb-2023. Summary of additional information provided: the relationship of the primary study procedure to the adverse event of subarachnoid hemorrhage has been changed from ¿probable¿ to ¿causal relationship¿. In the opinion of the investigator and in accordance with the list of expected events in the protocol and instructions for use, the adverse event was changed from "unexpected/ unanticipated" to ¿n/a¿. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). Additional information was received on 20-oct-2023. Summary: regarding the adverse event of ¿subarachnoid hemorrhage left¿, the relationship to the embotrap was updated from "probable" to "not related", and the answer value for ¿if event is both serious and device or procedure related, in the opinion of the investigator and in accordance with the list of expected events in the protocol and instructions for use, is the adverse event:¿ was updated from "n/a (does not meet above criteria)" to "[blank]". Additional information was received on 22-oct-2023. Summary: regarding the adverse event of ¿subarachnoid hemorrhage left¿, the answer value for ¿if event is both serious and device or procedure related, in the opinion of the investigator and in accordance with the list of expected events in the protocol and instructions for use, is the adverse event:¿ was updated from "[blank]" to "n/a (does not meet above criteria)". A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported via the excellent study (B)(6), an 83-year-old male (B)(6) with a history of atrial fibrillation and diabetes presented with a witnessed stroke on (B)(6) 2022. Intravenous tissue plasminogen activator (tpa) was not administered at the time of stroke presentation. The suspected origin of the embolism was cardioembolic. The patient¿s baseline nihss score of 5 and mrs score of 0. The patient underwent an endovascular mechanical thrombectomy on the same day using a 6.5mm x 44mm embotrap iii (et307522/22f205av) device for an occlusion at the m1 segment of the left middle cerebral artery (mca). The pre-pass mtici score was 0. The 1st pass (6 min incubation time) resulted in a mtici score of zero with no clot retrieval. A second pass was made with the same set-up (4 min incubation time) resulted in a mtici score of zero with no clot retrieval. In the third pass, a trevo (stryker) stent retriever was used (3 min incubation time) and resulted in a mtici score of zero with no clot retrieval. In the fourth pass, a direct contact aspiration was made (3 min incubation time) and resulted in a mtici score of 3 with clot retrieval. During the procedure, a guidewire was used, but the brand was not specified. In addition, a 0.021 trevo microcatheter (stryker), a 0.060 axs catalyst (stryker) large-bore aspiration catheter, a flowgate 2 (stryker) balloon guide catheter were used. There were no reported intraoperative study device deficiencies. 24-hour post-procedure nihss score was 5. The patient has been discharge/transferred to another hospital on (B)(6) 2022 with a mrs score of 2. The patient experienced a small subarachnoid bleeding on (B)(6) 2022. The principal investigator (pi) assessed this event as mild in severity, probably related to the study device and probably related to the procedure. The adverse effect was considered to be a serious deterioration of health. Patient outcome has been recorded in the crf as recovered/resolved on (B)(6) 2022.

Manufacturer narrative:
Product complaint (B)(4). Patient identifier: (B)(6). The device was discarded; therefore, no further investigation can be performed. A device history review (DHR) associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Subarachnoid hemorrhage is a known complication associated with the use of the embotrap device and is mentioned in the embotrap iii instructions for use (IFU) as such. The embotrap iii revascularization device is intended to restore blood flow in the neurovasculature by removing thrombus in patients experiencing ischemic stroke within 8 hours of symptom onset. Per the instructions for use (IFU), the device may be used for up to three retrieval attempts. Removal and exchange of devices is common routine practice in endovascular procedures. In this case, the device was removed and replaced before the three allowed retrieval attempts per the IFU. There is no alleged product malfunction, or evidence to suggest that the device failed to meet its performance specification. Since the vast majority of diagnostic and interventional angiographic procedures utilize multiple device exchanges, an increased potential for patient injury is remote. Nevertheless, per pi assessment the event is both probably related to the study device and to the surgical procedure, thus the relationship of the embotrap iii to the reported event cannot be excluded. The event meets MDR reporting criteria with the classification of ¿serious injury¿. The file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.